Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2009. The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that during a gyn surgery, the surgeon could not open the jaws after a seal cycle. Another device was used to remove the device from tissue. There was no bleeding and no pt injury.